Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representatvie regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the catheter was revised. Additional information was provided from a healthcare provider via a company representative stated that the flipped due to the patient¿s weight loss, resulting in catheter damage. The patient did not report any symptoms. The damaged catheter was replaced, and the old one was discarded. The pump was secured, and the issue was resolved

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 22-may-2026, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 10-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.